Manufacturer narrative:
Update to b5: description of event updated to include the second affected serial number (B)(6). Update to d4: serial number (B)(6) added.

Event description:
Customer reported receiving two potential false positive results on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 18949j, reader sn (B)(6).

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported receiving a potential false positive result on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 18949j, reader sn (B)(6)). Repeat cue covid-19 tests performed on (B)(6) 2021 provided negative results. No further information provided regarding this false positive result.